Manufacturer narrative:
The rapid infuser was returned to belmont for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint after extensive testing; the flow rate functioned properly. It was noted that the input temperature probe sensor was dirty; otherwise, the unit performed according to our specifications. The temperature probes should be cleaned before or after each use, according to the service and preventive maintenance schedule provided in the operator's manual. The routine maintenance instructions provided in the operator's manual instructs the user: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." The user reported that a thin "greasy" film was observed on the display during the procedure, which may have been affecting the touch screen. According to the operator's manual, "the keys that control all system functions are displayed on the screen. The screen is changed each time a function key is pressed. Only keys that are relevant to the desired function are presented. The active key is highlighted. There are three (3) different levels of sensitivity: fast, medium, and slow. The key sensitivity is set at the factory to medium but can be adjusted by the operator in service mode." There was no patient injury reported. The manufacturing records for this serial number were reviewed and nothing notable was observed. We will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported that the flow rate was increasing on its own during a case. The user stopped the procedure and found a thin "greasy" film on the display.